Manufacturer narrative:
Event conclusion: these atrial and right ventricular leads were removed from service and replaced with competitive leads. The field rep indicated these leads will not be returned as they were discarded at the hospital. As of today, the products have not been returned. If it is returned, or if add'l info becomes available, this event will be updated.

Event description:
Event description: boston scientific crm rec'd info that one day post-implant, this 4088 right ventricular (rv) lead dislodged, and exhibited varying impedances up to 2500 ohms and also non-capture. In the revision, lead-to-device connection issues were ruled out. The rv lead was removed and replaced with a competitive non-bsc lead. This replacement non-bsc lead exhibited high impedances and was suspected of fracture, and was therefore, replaced with another non-bsc lead. During the revision, the 4470 atrial lead also dislodged, was removed and replaced with a non-bsc lead. The pt became acutely unstable during pocket suturing. Non-capture and high impedances continued, the pt's blood pressure dropped, tamponade was observed, and the pt eventually died. The physician did not believe the pt death was caused by any bsc products.